Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set that the sleeve leakage occurred during collection. No patient impact was reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: "material #: 367281, lot/batch #: 23d0211. Bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for sleeve leakage was observed. The device is not being used with a tube holder in the video. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and another 8 by functional draw testing with a tube holder and the issue of sleeve leakage was not observed. An additional retention sample was functionally draw tested without a tube holder and the failure mode of sleeve leakage was able to be reproduced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Although bd was not able to identify an exact root cause for the indicated failure mode, this device should always be used with a tube holder. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."